Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the tip of the fiber detached after 290,258 joules and 34:55 minutes of use. The fiber was replaced, and the second fiber was used to complete the procedure without any complications to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the tip of the fiber detached after 290,258 joules and 34:55 minutes of use. The fiber was replaced, and the second fiber was used to complete the procedure without any complications to the patient.

Manufacturer narrative:
With the available information bsc concluded that the reported fiber cap/tip break was not identified as the glass and metal cap were present on the fiber tip, and functional testing with the hene (helium-neon) laser fixture did not identify any signs of breakage along the fiber's length. However, analysis identified the glass cap exhibited a distal circumferential fracture; therefore, the event is confirmed. A distal circumferential fracture has the potential to lead to forward firing. It is probable that tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including circumferential fracture. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize.